Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. The aus was explanted and a new 61-70 cm prb was implanted. Should additional information be received a supplemental report will be filed.